Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a cystocele. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, fistulae, recurrence, dyspareunia, vaginal scarring and other outcomes. It was reported that the patient experienced pain, fistula, and infection; and the patient underwent mesh removal/revision on (B)(6) 2009. The patient also underwent mesh removal/revision on (B)(6) 2012, due to mesh erosion/extrusion, pain, infection, and urinary problems. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2009 for pelvic pain, eroding foreign body, eroding and painful anterior vaginal wall mesh as well as hematuria. It was reported that the patient underwent cystoscopy on (B)(6) 2012 for exam under anesthesia and excision of vaginal mesh.

Manufacturer narrative:
Additional narrative: it was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
(B)(4).